Manufacturer narrative:
B3: date of event is unknown. D4: serial number, expiration date and UDI information are unknown. H4: manufacture date is unknown. One device was received for investigation. Under visual inspection we noticed that inflation line was detached from pilot balloon. This issue will continue to be monitored, and further actions taken accordingly. The reported complaint is confirmed. A review of the device history records could not be completed as no lot number was provided by the customer.

Event description:
It was reported that the inflation line was broken and disconnected while in place on the patient. This occurred during patient use, no patient harm/adverse event reported.